Event description:
It was reported to the manufacturer that a customer encountered problems during use of a detachable coil: the coil was advanced by renal vein and it became stretched. The coil was detached by the user at the renal vein (site of lesion). It was reported that 5cm of the coil and prolapsed into the inferior vena cava, while the remaining length of the coil is contained within the site of the treatment. Continuous flush was not maintained throughout the procedure and the coil had been repositioned an unknown number of times. Patient's condition was reported as "good".

Manufacturer narrative:
The device in question will not be returned to the manufacturer for further investigation as it remains implanted in the patient. A review of the device history record (DHR) cannot be performed as the lot/batch number has not been made available. It was reported that continuous flush was not maintained throughout the procedure and the coil had been repositioned an unknown number of times. If continuous flushing is not maintained, resistance of the coil in the catheter may occur, which may lead to stretching of the coil. Users are instructed per the dfu (directions for use) to "maintain continuous flush in order to achieve optimal performance and manipulation of interlocking detachable coils". If coil repositioning is necessary, it is recommended in the dfu to "gently retract the coil under fluoroscopy. If repositioning is difficult, remove and discard the coil. Take care not to retract the coil too quickly or against resistance. Doing so may result in stretched coil".